Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site biomed representative reported that while in a spine procedure, the site's lumbar probe's tip broke off into the vertebra anatomy. The surgeon was not able to take the broken part out of the anatomy and thus had to left it in situ. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. Based on the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. Xomed protocol #10-10-20. - return requested. Replacement lumbar probe shipped to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Additional information: patient ID and weight provided.

Manufacturer narrative:
The awl fragment is surrounded by bone. This was a difficult surgery. No new surgery is planned to remove the awl fragment as it is stabilized in the bone. Analysis of the returned awl confirmed the reported event. As reported, the probe has been severely twisted and broken off at the tip. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.